Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having a prescription change followed by an m65 scale reading error warning that was received during drain zero of the patient¿s therapy. It was noted that during cycle four, the patient had drained 4788ml which is 192% the patient¿s fill volume of 2499ml. Upon discovery of the iipv, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The caregiver stated that the patient needed to finish the treatment on the cycler, but that they would inform their nurse of the replacement. The cause for the high drain volume was unknown. Follow up with the patient¿s nurse verified that the patient did not experience any injury or require medical intervention as a result of the issue. A replacement cycler was delivered to the patient¿s clinic and was awaiting pick up by the patient. The patient has continued with peritoneal dialysis therapy. Additional information was requested but is unavailable.

Event description:
"."

Manufacturer narrative:
The reported complaint symptom (iipv (dv > 180% to 200% of fv) was not confirmed. The reported complaint symptom (scale reading error warning) was not confirmed. The reported complaint symptom code (trng: how to bypass) refers to the customer reported allegation as stated in the complaint data. Code cannot be confirmed or unconfirmed. Information has been documented. A visual inspection of the returned cycler exterior showed no signs of physical damage. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. The load cell verification test passed. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.